Event description:
It was reported that the pulse generator displayed abnormally high battery impedance. Battery voltage and current drain values were normal at 2.78 v and 7 ua, but battery impedance was 20.2 kohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.